Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a lead warning due to low, declining impedance and sensing which had occured over the life of the lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.